Event description:
The customer reported that after a cosmetic surgery, a lesion was noticed on the pt's abdomen. The degree of burned area and treatment of the lesion were not provided by the customer. It was reported that the pt has seen gradual improvement on the area. Add'l questions have been asked regarding the incident.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit was not returning for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.